Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio 2 meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the product issue first began on (B)(6) 2016 at 08:00 when he obtained an alleged inaccurately high blood glucose result of 8.1mmol/l on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster). He reported that shortly after the alleged issue began he administered a dose of 28 units of lantus. At 21.20 his son found him unconscious and unresponsive and notified the customer's wife who in turn called the paramedics. His wife arrived prior to the paramedics at approx. 21.40 and checked his blood glucose level with the subject meter and obtained a reading of 5.0 mmol/l. The patient stated that his wife then administered some cranberry juice to him. He reported that paramedics arrived at approx. 22:10 and the reading obtained from their meter was 2.0 mmol/l. No information was available if any further treatment was administered by the paramedics. The customer was admitted to hospital and again was unsure of any treatment given in hospital. At the time of troubleshooting, the csr noted that the patient's meter was set to the correct unit of measure and he was no longer was in possession of the subject meter or any test strips. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient's condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.